Event description:
A hospital in (B)(6) reported that water leaked near the water bag spike of two mr290 autofeed humidification chambers during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that water leaked near the water bag spike of two mr290 autofeed humidification chambers during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date of events: (B)(6) 2011 device manufacturing date: 04/04/2011 for first device and unknown for second device. Method: one complete complaint mr290 chamber and only the spike and approximately 4 cm long feedset tubing of the second complaint mr290 chamber were returned to fisher & paykel healthcare (B)(4) for visual inspection. Results: visual inspections revealed that the connection between the spike and the water feedset tubing were broken for both complaint devices. A lot check revealed no other complaints of this type for lot 110404. Conclusion: the connection between the spike and water feedset tubing of the two complaint devices were found to be broken. For both units, the breaks were rough, suggesting that the damage may have occurred as a result of the feedset tubes being pulled away, possibly due to being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the feedset was damaged post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Manufacturer narrative:
(B)(4). Date of events: (B)(6) 2011 and (B)(6) 2011. The two complaint mr290 chambers are currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.